Event description:
It was reported that a pump was alarming for an "air in line" message. There was no pt harm or incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "air in line message" was confirmed but not reproduced. Eval found the upper reading on the ultrasonic sensor to be lower than accepted. This was caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion. As a result, the upstream sensor was replaced.